Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse patient outcome? Can you confirm the surgeon had re-stitched the area during the same procedure?

Event description:
It was reported a patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2018 and suture was used. After stitching the vaginal cuff, it was noticed that a stitch had broken. The surgeon re-stitched the small area of the vaginal cuff where the suture had broken. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returned.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: this case was somewhere around the third week of july. Stratafix was used to close the vaginal cuff on a robotic total lap hysterectomy. The surgeon did see the suture had broke while doing a cystoscopy. Surgeon closed the area vaginally. (Not sure of suture used here). There is no product that¿s being returned.